Event description:
It was reported that pump malfunction occurred with repeated malf 16 messages, with no notable events prior and prior occurrences previously reported for same pump. There was no adverse impact to the customer¿s blood glucose level. Customer continued to use current pump while prepared to use alternate insulin method if needed, and technical support arranged replacement pump under warranty, confirmed shipping details, provided instructions for storage mode and returning malfunctioning pump within 10 days, and advised customer to enter pump settings and connect continuous glucose monitor on replacement device.